Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Impact code appropriate term/code not available was used as there was no known intervention performed.

Event description:
It was reported that the left ventricular (lv) lead was fractured. The physician was going to evaluate the patient to see if the patient needs a new lv lead. To date, the lead remains implanted. No adverse patient effects were reported.